Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the "meniscus mender ii (disposable set)" had quality issues, the surgical staff had issues getting the needles out of the plastic forms they come in. A picture provided shows a breakage/disassembly between head(loop) and shaft (meniscal mender). The procedure was successfully completed without delay significant using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed that the meniscal loop suture devices had detached from their handles. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with device design.